Event description:
On (B)(6) 2021, the patient underwent a coil embolization procedure in the anterior cerebral artery (aca) and anterior communicating artery (acom) aneurysm using penumbra smart coils (smart coil). There were no procedural complications reported. On (B)(6) 2021, the patient was admitted to the emergency department (ed) with right sided weakness. A magnetic resonance imaging (MRI) revealed acute infarct in the left aca and mca territories and the patient was admitted to the hospital. There was no intervention done and this event is considered resolved as of (B)(6) 2021 and the patient was discharged home the following day. The ischemic stroke was reported to be a serious adverse event with a possible relationship to the smart coil and a probable relationship to the index procedure.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Embolic stroke and other cerebral ischemic events are included as possible complications in the instructions for use (IFU) for the penumbra smart coil system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.